Event description:
It was reported that during the procedure in the calcified ostial to mid left anterior descending artery (lad), a 3.0 x 23 xience v stent was deployed and a dissection occurred at the proximal edge of the stent. A 3.5 x 12 xience v stent was deployed to cover the dissection. There was no adverse patient sequela. Though requested, additional information has not been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide catheter: jl4; stent: xience v 3.5mm x 12mm. The device remains in the patient. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.